Event description:
It was reported that this right atrial (ra) lead presented a lack of sensing, a loss of capture and impedance issues. X-ray imaging was used to examine the patient but it was inconclusive. Boston scientific technical services (ts) suspected the root cause of the issues was a dislodgement. Ts advised to change the device settings until the ra lead could be addressed. Health care professional that called was going to meet up with the patient electrophysiologist to review the event. The lead was revised and remains implanted. No additional adverse patient effects were reported.